Event description:
Patient contacted dexcom technical support on (B)(6) 2015 to report bruising on (B)(6) 2015. Patient claimed that she developed bruises on her abdomen, at the adhesion site, and on her right leg while using the continuous glucose monitoring (cgm) device. Patient stated the bruise on her leg was about the size of her fist and was not painful. Patient sought medical intervention from a nurse on (B)(6) 2015 and was advised that the bruising was not caused by her medication. No further medical invention was reported and the patient reported she was fine.

Manufacturer narrative:
(B)(4).